Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient had her removed breast prostheses were replaced with mentor high profile smooth saline 460cc breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 465cc gel breast prostheses developed bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. This medwatch report is for the 1st of two breast prostheses.

Manufacturer narrative:
On 07-dec-2020, mentor received additional information about the event. The patient¿s replacement breast prostheses are mentor smooth round high profile 460cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).